Manufacturer narrative:
B3: date of event is unknown. B3. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd plastic serum tube 2ml with red hemogard closure that there was red cell ring. The following information was provided by the initial reporter: customer noted improper separation with a solid jelly clotting appearance on top of the specimen. Samples have been destroyed and unable to collect for testing. Recollection as a result of the improper separation on multiple patients. Tubes are packaged into kits and air-freighted to new zealand for a clinical trial on an obesity drug study. Needle type used is a bd vacutainer safety lok blood collection set. 1. Customer did not analyse the result as red blood cells appeared in the serum and knew it would be erroneous. 2. No medical treatment was provided as the tubes were used for a clinical trial.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using the bd plastic serum tube 2ml with red hemogard closure that there was red cell ring. The following information was provided by the initial reporter: customer noted improper separation with a solid jelly clotting appearance on top of the specimen. Samples have been destroyed and unable to collect for testing. Recollection as a result of the improper separation on multiple patients. Tubes are packaged into kits and air-freighted to new zealand for a clinical trial on an obesity drug study. Needle type used is a bd vacutainer safety lok blood collection set. 1. Customer did not analyse the result as red blood cells appeared in the serum and knew it would be erroneous 2. No medical treatment was provided as the tubes were used for a clinical trial.